Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. Product support suspected alarm is caused by clinical user error. No further call back from customer received.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with blower temperature high error. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Failure analysis on the returned motor controller (mc) board shows that the motor controller (mc) pcba was tested and no failures were identified.